Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. If additional information is obtained at a later time that is pertinent to this event, a follow-up report will then be submitted.

Event description:
The patient was implanted with an afx bifurcated stent graft and suprarenal aortic extension on (B)(6) 2012. Secondary procedure was completed on (B)(6) 2017 for an unknown reason and the patient was implanted with two (2) afx vela suprarenals and a vela infrarenal.

Manufacturer narrative:
The clinical assessment determined that there was evidence to reasonable suggest type iiia endoleak with complete component separation and sac growth occurred that were not included in the event as reported. The type iiia endoleak and sac growth was discovered on (B)(6) 2018 during review of the 58month post implant CT scan and angiogram. Most likely cause of the type iiia endoleak with complete separation was the anterior aortic remodeling. The manufacturing lot review confirmed all devices met specifications prior to release. Endologix continues to investigate this event and similar events to ensure the highest quality and patient safety. A root cause investigation was carried out for all afx complaints having an identified failure mode of a type 3a endoleak. The root causes have been identified as; 1. Patient anatomy including large aneurysms, aneurysm sac angulation, significant aortic neck angulation and lack of thrombus; 2. Patient conditions including disease progression or anatomical changes post implant; 3. Off label product use including patient anatomy, overlap length, oversizing between components, and placement of the devices within the anatomy of the patient. Endologix implemented the following corrective actions to reduce the type 3a endoleak events; 1. Sizing guidance and instructions were updated in the IFU and released on 17 jun 2015, 2. Field training was completed by 03 aug 2015. Since the corrective actions were implemented the type 3a events have been reduced significantly and are well within the acceptable range per our risk assessment. Correction: b1 add product problem, b4, d4, h6 remove patient code 3190 and add 1924 remove device code 2993 and add 1354, 1068 additional information: add conclusion code 4315.